Event description:
On (B)(6) 2012, the pt's trial lead was removed. Two small blisters were present near the lead incision site under the bandages. Allegedly, the blistering was an allergic reaction from mastisol. The pt was admitted to the ER and was given topical cream. The topical cream resolved the issue and the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.